Event description:
It was reported that the patient experienced erosion in the scrotum with this inflatable penile prosthesis (ipp). A surgical procedure was performed during which the physician decided to remove only the pump and replace with a new one to avoid the chances of erosion of the pump. The physician believes that the old pump was exposed to air and was too superficial, and did not want to keep it. No further patient complications were reported.